Event description:
Patient stated she may be allergic to the tape we sent her last time. Patient was shipped (B)(6) 2012, tape hypafix 2" x 10yd. (Smith/nephew) item 11713 from service branch. On (B)(6) 2012, our facility shipped tape trnspr 1"x10yd. Roll (em) item 10362. Patient did not specify which tape patient may be allergic to.